Event description:
Device history record was reviewed, no event linked to the reported issue was observed. This event does not require device log analysis. The reported device was received at infusystem and its repair was performed by their technical team. The back cover was open and screws were missing. In the complaint description it was indicated that screws were broken, so they might not have been sent with the device. This device was previously serviced by infusystem in may 2020 and at that time, no defect was found related to the housing of the device. The circumstances of the reported event remains unclear and with no other evidence to confirm whether this event is linked to component wearing or damage by user, the origin of the defect cannot be clearly identified. To our knowledge this complaint was not related to patient safety and is the first case for this type of event. This complaint is considered as valid. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.

Event description:
Detachment of main pump from rear portion connecting to pole clamp, fell into nurse's hands. No injury reported.